Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the call was 305 mg/dl. The customer reported feeling lethargic. Customer also stated that she recently had an infusion set that was leaking insulin. Troubleshooting was started, but the customer will call back to complete. Customer will not return the device for analysis.